Event description:
Reference MFR. Report# 1627487-2019-05227. Reference MFR. Report# 1627487-2019-05229.

Event description:
Reference MFR. Report# 1627487-2019-05227; reference MFR. Report# 1627487-2019-05229.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3 . Reference MFR. Report# 1627487-2019-05227, reference MFR. Report# 1627487-2019-05229. It was reported the patient experienced ineffective stimulation. In turn, surgical intervention may occur later to address the issue.